Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/19/2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that during a cartridge change, the ok button stuck during prime and continued to prime. The patient confirmed that she was not attached. The patient reported that the ok button felt like it clicked down and stayed down. The patient reportedly wore the pump attached to a clip and cleaned the pump with a dry cloth.